Event description:
The customer contact reported that the device alarmed with multiple s233 (over temperature-psc) malfunction alarm codes. The device was returned to the biomedical department for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, s233 (overtemperature) malfunction alarm codes were noted in the device history. The probable cause of the s233 malfunction alarm codes was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.